Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code, "add gel" messages) was confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cable connecting the distribution node to the rear therapy electrodes was pulled from strain relief, breaking the rear therapy electrode pulse wire solder joint in the distribution node (dn) and pulling the gel fire wires from the dn pca. Additionally, the trunk cable connector was physically damaged, preventing the electrode belt from staying latched to a monitor and causing the service code. The root cause for broken solder joint and pulled gel fire wires was excessive force. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable and that the patient was receiving a service code (belt unusable) and "add gel" messages in the absence of a prior gel release.